Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free lv connector leaked from the connection with the IV tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Clear passage test and pressure test were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.